Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile the needle was loose and pulled out causing leakage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer the needles won't say on the syringes. The needles won't say on the syringes. They pop off an spray meds everywhere.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile the needle was loose and pulled out causing leakage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer the needles won't say on the syringes. The needles won't say on the syringes. They pop off an spray meds everywhere.